Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4717 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4717 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. 628192) for female sterilisation. The patient had a medical history of constipation and abdominal hysterectomy on (B)(6) 2022, smoker and morbid obesity on (B)(6) 2022, vaginal bleeding on (B)(6) 2022, bleeding, ureteral infection, lupus-like syndrome, hypertension, diabetes, parity 5 and multi gravida in 2009. Previously administered products included: depo provera, azithromycin, ed a-hist, ancef o, dilaudid, fentanyl, ibuprofen, meperidine and atropine sulfate, naloxone, ondansetron and phenergan and chloral hydrate. Concurrent conditions were listed as nickel allergy, uterine fibroids and dysmenorrhea since (B)(6) 2022 and heavy periods. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4717 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, robotic assisted total laparoscopic hysterectomy 2). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: date discrepancy noted in explanted date: (B)(6) 2022 instead of (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 50.253 kg/sqm. [Gynaecological examination] in (B)(6) 2021: 1. Encounter for well woman exam with routine gynecological exam. -mammogram (B)(6) 2021, noted 1cm right breast mass. 2. Breast mass, right 3. Menometrorrhagia: -history of uterine fibroids. No aub per patient. -no change from baseline, but has become bothersome. . -patient would like to discuss hysterectomy given these multiple factors. Given pending breast biopsy and tuvs. 4.nickel allergy - essure device. Patient states she has developed nickel allergy. Clinical note: hpv pending, encounter for screening for human papillomavirus (hpv), lmp (B)(6) 2021 interpretation: atypical squamous cells of undetermined significance (asc-us) [pathology test] on (B)(6) 2022: surgical pathology report: clinical history: procedure/operation: total laparoscopic hysterectomy with robot assistance bilateral salpingectomy preoperative diagnosis: heavy bleeding, fibroids n/a specimen submitted: uterus, t&o cervix, uterus, bilateral fallopian tubes. Final diagnosis: uterus (150 g), robotic assisted laparoscopic total hysterectomy: cervix chronic cervicitis; squamous metaplasia. Endometrium benign proliferative pattern. Myometrium adenomyosis; leiomyomata,. Serosa no pathologic diagnosis. Fallopian tube, right, salpingectomy: no pathologic diagnosis. Gross pathology: the right fallopian tube (8 cm in length 1.3 om in diameter) has fimbriated end and appears grossly unremarkable. Attached to the fimbriated end is cystic sac measuring 1.2 x1.2 in area. The cyst is filled with clear, low viscosity fluid. The left fallopian tube (7.8 cm in length 0.9 cm in diameter) has fimbriated end and appears grossly unremarkable. [Ultrasound scan] on (B)(6) 2022: ultrasound: reason for exam: (us pelvis comp w/transvag if indicated) history of heavy vaginal bleeding, history of uterine fibroid, nickel allergy. Report: exam: transabdominal and transvaginal pelvic ultrasound history: menorrhagia comparison: none impression: uterine fibroid anterior 1.1 x 0.8 x 0.6 cm, uterine fibroid posterior 0.8 x 1.3 x 1.0 cm endometrial diameter 1.05 cm. Complex right ovarian cyst 2.6 x 2.0 x 2.3 cm. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporter, medical history, lab data, product lot number, lmp date, reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. 628192) for permanent contraceptive tubal implant. The patient had a medical history of constipation and abdominal hysterectomy on (B)(6) 2022, smoker and morbid obesity on (B)(6) 2022, vaginal bleeding on (B)(6) 2022, bleeding, ureteral infection, lupus-like syndrome, hypertension, diabetes, parity 5 and multi gravida in 2009. Previously administered products included: depo provera, azithromycin, ed a-hist, ancef [atazanavir sulfate], dilaudid, fentanyl, ibuprofen, meperidine [pethidine], naloxone, ondansetron and phenergan [promethazine hydrochloride]. Concurrent conditions were listed as nickel allergy, uterine fibroids and dysmenorrhea since (B)(6) 2022 and heavy periods. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4717 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, robotic assisted total laparoscopic hysterectomy 2). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: date discrepancy noted in explanted date: (B)(6) 2022 instead of (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 50.253 kg/sqm. [Gynaecological examination] in december 2021: 1. Encounter for well woman exam with routine gynecological exam -mammogram dec2021, noted 1cm right breast mass. 2. Breast mass, right 3. Menometrorrhagia: -history of uterine fibroids. No aub per patient. -no change from baseline, but has become bothersome. . -patient would like to discuss hysterectomy given these multiple factors. Given pending breast biopsy and tuvs. 4.nickel allergy - essure device. Patient states she has developed nickel allergy. Clinical note: hpv pending, encounter for screening for human papillomavirus (hpv), lmp (B)(6) 2021 interpretation: atypical squamous cells of undetermined significance (asc-us) [pathology test] on (B)(6) 2022: surgical pathology report: clinical history: procedure/operation: total laparoscopic hysterectomy with robot assistance bilateral salpingectomy preoperative diagnosis: heavy bleeding, fibroids n/a specimen submitted: uterus, t&o cervix, uterus, bilateral fallopian tubes. Final diagnosis: uterus (150 g), robotic assisted laparoscopic total hysterectomy: cervix chronic cervicitis; squamous metaplasia. Endometrium benign proliferative pattern. Myometrium adenomyosis; leiomyomata,. Serosa no pathologic diagnosis. Fallopian tube, right, salpingectomy: no pathologic diagnosis. Gross pathology: the right fallopian tube (8 cm in length 1.3 om in diameter) has fimbriated end and appears grossly unremarkable. Attached to the fimbriated end is cystic sac measuring 1.2 x1.2 in area. The cyst is filled with clear, low viscosity fluid. The left fallopian tube (7.8 cm in length 0.9 cm in diameter) has fimbriated end and appears grossly unremarkable. [Ultrasound scan] on (B)(6) 2022: ultrasound: reason for exam: (us pelvis comp w/transvag if indicated) history of heavy vaginal bleeding, history of uterine fibroid, nickel allergy. Report: exam: transabdominal and transvaginal pelvic ultrasound history: menorrhagia comparison: none impression: uterine fibroid anterior 1.1 x 0.8 x 0.6 cm, uterine fibroid posterior 0.8 x 1.3 x 1.0 cm endometrial diameter 1.05 cm. Complex right ovarian cyst 2.6 x 2.0 x 2.3 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.